Event description:
A 51 yr old gravida 5, para 5 female; status post bilateral subglandular inframammary gels (unk type/size/MFR - no records) placed for augmentation following involutional ptosis with biopsy to the right side, probably in 1977. She can not remember why she had them replaced a year later (again - no records). They have been found hard from the beginning, but four years ago she was involved in a motor vehicle accident, sustaining injury to chest. Since then they have become harder and deformed. They are more painful, but she can not tell if they are smaller. Complaints include: arthralgias/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, hot flashes, headaches, temporo-mandibular joint dysfunction (right sided), visual problems, dizziness, memory loss, sicca, oral soreness, rashes, sensitivity to sun/cold (right hand)/chemicals, shortness of breath/cough, weight gain, gastrointestinal disturbances, and right dyspareunia. Pt otherwise healthy.